Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a vascular intervention procedure to treat a lesion in the mid-sfa, a breach to the catheter jacket was identified. The procedure was completed successfully with the catheter, and the patient was unaffected. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation.